Event description:
It was reported that the patient was experiencing discomfort while charging. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device will not be returned as facility did not release it.